Event description:
The device was evaluated on (B)(6) 2012, using returned device analysis testing, and the results are consistent with a device malfunction. No reports of patient injury are associated with this event. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.